Event description:
Spontaneous. Patient's mother reported pen device didn't dispense the needle properly and the display is also not working. Seems like patient's parent is having a problem with the pen device provided by manufacturer, not the med itself (cartridge) that we shipped. They were unable to use the medication. Patient missed a dose. No adverse event reported. Defective device is available for return. Date of malfunction: (B)(6) 2023. Product lot number and expiration date are unknown. No further information. Reported to (B)(6) by pt/caregiver.